Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient called their primary care physician with complaints of feeling horrible with a high fever. The patient went to the emergency room per ventricular assist device (vad) coordinators recommendation for workup of possible infection. Sepsis, covid, and pneumonia, were ruled out. Cultures were taken and the patient was being assessed for driveline infection due to yellow drainage at the driveline site. The patient was started on antibiotics. The driveline infection was not confirmed. The patient had negative blood cultures and positive urine cultures.